Manufacturer narrative:
Product event summary: the data files were returned and analyzed. The data files showed that at least six applications were performed with the returned balloon catheter on the date of the event. Also, three applications were performed with a non-returned balloon catheter on the date of the event. Additionally, system notice 50005 ¿the safety system has detected fluid in the catheter and stopped the injection¿ was triggered on the event date. The reported clinical issues could not be confirmed via testing or data analysis. There is no known malfunction that could cause the alleged adverse events. The sheath was not returned for investigation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, that a system notice was received indicating that the safety system detected fluid in the catheter and stopped the injection. The mapping catheter could not be removed from the balloon catheter lumen, so the balloon and mapping catheter were both removed from the sheath at the same time. After removal, blood was noted in the balloon catheter. It was then reported that the patient developed a pericardial effusion which progressed to a tamponade. The tamponade was drained of blood and the patient stabilized. The case was aborted. No further patient complications have been reported as a result of this event.